Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be good physical condition, but noted to have a scratched screen. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Device underwent functional testing, and was noted to have alarmed ec 1260 upon power up. This indicates a corruption of the memory of the circuit board, which was then replaced as a result. The reported customer complaint has been confirmed, and the problem source determined to be unknown. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received indicating that a smiths medical cadd pump presented with error 1260. This was discovered during testing. There was no patient present at the time of the event. There were no reported adverse events.